Manufacturer narrative:
Updated report with initial reporter information. If pertinent information is provided in the future, a supplemental reporit wll be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.